Event description:
Case report from (B)(6) reported as: "on (B)(6) 2014, two relay plus devices are implanted; distal side: 28m336250362490u, proximal side: 28m342195382590u. Ax-ax bypass was performed prior to implant. After implant, type la endoleak was suspected around left subclavian artery through the angiography image; therefore, the proximal end of proximal side graft (28m342195382590u) was touched up with a balloon catheter. However, the endoleak with leaking from lsa into aneurysm was not resolved, and the root of lsa was occluded with a micro coil. After touch-up again, the procedure was successfully done. On (B)(6) 2014, the patient complained of persistent feeling of fatigue and groggy afer the procedure. The examination showed cerebral infarction and dispersed thrombus in basilar artery. On (B)(6) 2014. The patient recovered enough to take shower." The reason of dispersion of thrombus was not identified. It appears that cerebral infarction was caused by any one of bypass, coil implant or tevar but actual reason was still unknown. Cerebral infarction may be induced by any system other than relay."

Manufacturer narrative:
This MDR involves one patient that was implanted with two devices. This report identified as "2247858-2014-00012 - device 1" is for the first device. The separate report identified as "2247858-2014-00012 - device 2" is for the second device. Conclusion: based on the pre-case planning, the oversizing and the deployment plan was adequate. Moreover, the manufacturing records show no signs of inconsistencies that my have impacted the case. It is unclear if the landing zone in the case matched that of the pre-case planning and whether sizing and/or calcification may have played a role in the proper sealing of the stent-graft. Both endoleak and strokes are known adverse effects of tevar procedures, and none could be confirmed to have been caused specifically by (B)(4)'s device. Device 2: catalog #28m342195382590u, lot# 140414045, expiration date: 04/10/2017.